Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An intraocular lens (iol) reply card was received with report of broken, damaged lens, not implanted. No patient harm was reported. Additional information has been requested.